Manufacturer narrative:
Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 27-sep-2014, UDI #: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 27-sep-2014, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that there was a note in the patient¿s file that dates (B)(6) 2018 at 12:30 pm the patient¿s primary cell was at eos and would be replaced with the newest rechargeable ins. It was reported that there were two contacts with high impedances, but the rest were fine. The doctor was informed of this information. They stated that the current programs and scheduled therapy settings were referenced. No further complications were reported/anticipated. Reference related regulatory report # 3004209178-2019-02800.